Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: evaluation revealed the display is dim/fading (pink). Battery compartment crack was found at the battery compartment threads above the bumper and battery compartment crack at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and dim display. This report is made based on results of investigation completed on 11/02/2015.